Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely to the clinic on (B)(6) 2021 with an episode of inappropriate therapy from the implantable cardioverter defibrillator (ICD) . The transmissions showed that the ICD declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt) this was due to ICD under-sensing atrial fibrillation waves. Programming changes were discussed but were not performed at this time. The patient was in stable condition.